Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: a review of the pump¿s black box data revealed one unexplained pump reboot preceded by a replace battery alarm. During testing, the battery compartment was observed to be cracked. The returned battery cap was found to have stripped threads, and was unable to fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap, due to multiple pump reboots. A test battery cap was used to complete the investigation, and was able to fully secure onto the pump. The pump was exercised for 24 hours with the test battery cap with no power interruptions or duplicated alarms. The pump was opened and no moisture or damage was observed to the internal components of the pump. Unrelated to the initial complaint, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and that the yellow o-ring at the battery cap was visible at the time of power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.